Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the transducer was plugged in and the tip of the probe was flexed, it produced a usacquisitionhw_31 error. The error occurred during equipment testing but the patient was already sedated and on the table. The user disconnected and reconnected the transducer and the functionality was restored. The transesophageal echocardiography (tee) was performed and completed with no loss of data. There was a delay of five minutes in completing the tee. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer for an acquistion 31 error when the tip is flexed. The transducer was returned, and an investigation was performed. The system error was reproduced. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. Complaint reference #: (B)(4).